Event description:
Medtronic received information via literature regarding a study to investigate whether a novice mitral valve center encountered diff iculties in implementing minimally invasive mitral valve surgery (mimvs), compared to conventional sternotomy (cs). The study covered the period between 01 may 2017 and 28 february 2022 and included 260 elective mitral valve surgery patients, with 130 patients in each group (mimvs and cs). These patients underwent surgery two years before and after the introduction of mimvs. The mean patient age was 64 years, with 67% being male. The following medtronic devices were used during the procedures: a 25 fr multistage bio-medicus venous cannula and a 17 - 19 fr bio-medicus arterial cannula. Among all patients, there were three deaths reported in the mimvs group and four in the cs group. All deaths occurred within the one-year mortality timeframe. Based on the available information, these deaths are not attributed to the medtronic devices. Among all patients, adverse events included; neuro sequela, major neurologic injury, pericardial effusion requiring intervention, pleural effusion requiring intervention, postoperative atrial fibrillation, bleeding, re-exploration for bleeding, re-op medias-/endocarditis, permanent cardiac implanted electronic device (cied), and red blood cell transfusion. Based on the available information, the pericardial effusion, bleeding, red blood cell transfusion, andpleural effusion may have been attributed to medtronic product. No device malfunctions were reported.

Manufacturer narrative:
Literature citation authors: andre korshin, peter hasse moller-sorensen, jacob eifer moller, and christian lildal carranza journal name: hearts year published: 2025 issue number: volume 6, issue 2 title: implementation of minimally invasive mitral valve surgery in a novice center literature reference: 10.3390/hearts6020011 b3 (date of event): the published date has been used as the event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.